Manufacturer narrative:
Block g5: premarket / 510(k) #: k163248 & k151895. Block h6: device problem code a27 are being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned expect pulmonary needle was analyzed, a visual evaluation was performed and the working length (sheath and needle) was kinked in several locations, also it was kinked near the handle. Functional inspection noted that the handle was actuated and the needle did not extend, therefore the handle was disassembled and it was observed the needle bent within the handle. Due to the device condition the stylet was stuck in the device. No other issues were noted. Based on all available information and the condition of the returned device, it is most likely that procedural factors encountered during the use of the device could have affected the overall performance of the device and its integrity. Kinks in the working length can be caused due to handling and manipulation of the device during procedure, also interaction with the scope can result in kinks/bends on the device. Once the device is kinked, it would cause issues to extend the needle. Continued attempts to extend the needle with force applied to the handle in order to extend the needle can kink the needle inside the handle and the stylet may be unable to be removed. Therefore, the most probable root cause for the failures found during the analysis is adverse event related to procedure. However, the reported failure of the stylet being broken was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: b5 (describe event or problem) this pertains to the second of two expect pulmonary olympus needles that were used in the same procedure.

Event description:
Note: this pertains to the second of two expect pulmonary olympus needles that were used in the same procedure. It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in the mediastinal lymph node during an endobronchial ultrasound-guided fine needle aspiration (ebus fna) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician pulled the stylet a little bit to initiate the procedure and the stylet was jammed. He tried to pull it back but it was coming out tightly and after an extent the stylet broke. The physician tried to retrieve the stylet. However, the other half of the stylet remained inside the patient's body. The physician took the second needle and the stylet was again tight in this needle too. He tried to pull it but it was not coming back. The procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this pertains to the first of two expect pulmonary olympus needles that were used in the same procedure. It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in the mediastinal lymph node during an endobronchial ultrasound-guided fine needle aspiration (ebus fna) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician pulled the stylet a little bit to initiate the procedure and the stylet was jammed. He tried to pull it back but it was coming out tightly and after an extent the stylet broke. The physician tried to retrieve the stylet. However, the other half of the stylet remained inside the patient's body. The physician took the second needle and the stylet was again tight in this needle too. He tried to pull it but it was not coming back. The procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.